Manufacturer narrative:
Product event summary #evaluation summary: the programmer was returned and analysis confirmed the customer comment that the programmer did not properly power up or turn on. It was further noted that the programmer was deemed unrepairable due to excessive corrosion throughout. Product ID 2067, serial # (B)(4); product ID 229047, serial # (B)(4). (B)(4).

Event description:
It was reported that the programmer was booted up for pacemaker follow-up exams, when it booted up to an error message. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 2290 pacing system analyzer. (B)(4).

Event description:
It was reported that the programmer was booted up for pacemaker follow-up exams, when it booted up to an error message. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported that the programmer was booted up for pacemaker follow-up exams, when it booted up to an error message. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
(B)(4).